Event description:
The same user facility has reported a fourth patient exhibiting radiation skin injury. The patient underwent electrophysiology procedures (ep) in 2006 using an advantx lc/lp+ system. The patient subsequently returned to the facility the next month presenting skin burns on their back. The three other patients were reported as MDR#s 9611343-2006-00020, 9611343-2006-00021, 9611343-2006-00022. Gehc is currently gathering information in order to determine the circumstances of this accidental radiation occurrence and any causes.

Manufacturer narrative:
The root cause investigation is ongoing. At this time it is known: 1) two different x-ray tubes were used to perform the ep procedures on the first three patients versus the fourth patient; 2) the first x-ray tube was replaced 6 days before incident due to rotor noise. It was this new, replacement tube that was used to perform the ep procedure on the fourth patient; and 3) procedure parameters used for this patient included high fluoro; the duration of the procedure was not recorded. Gehc has recommended to the user that ep procedures be performed using a low fluoro setting and that gehc install dose meters that will allow the user facility to monitor the patient skin dose in real-time.